Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test on her onetouch ultramini meter because it powers off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue began during the beginning of (B)(6) 2012. The patient reported taking no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 3-4 days after the start of the alleged issue, she developed symptoms of being "shaky, off-balance, confused and sweaty." However the patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the patient was educated on the meter behavior and auto shut off function, and the issue was not resolved. The cca confirmed that the battery did not need replacing. The cca noted that there was no misuse and it was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient alleged she was unable to test her blood glucose due to the alleged issue, and developed symptoms suggestive of hypoglycemia.